Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's both infusion sets fell off during use, which led to her high blood glucose level of 90-160 mg/dl on monday (20-may-2024). Patient was not doing any physical activity at the time, the set fell off, no dressing or tape was applied over the infusion set. The area of insertion was properly cleaned and, air dried and free of hair. No sign of irritation was reported prior to insertion. The set was used for less than 24 hours. The issue was resolved after replacing the infusion set and resumed insulin successfully. No further information available.